Event description:
It was reported during a device check, it was noted that the right ventricular (rv) lead exhibited high bilateral pacing thresholds. Pacing failure was also observed. The rv lead was initially reprogrammed and eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.